Event description:
Underwent uae in 2001. Heavy vaginal discharge began six months post uae. Dx with granulosa vaginal tissue. Has experienced persistent vaginal discharge since uae. No sexual activity secondary to symptoms. Vaginal bleeding occurs with insertion of speculum. Discharge without odor. Discharge is cloudy. Vaginal wall is raw, inflamed, and bleeds easily. De novo bruising since uae.